Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken on the plunger cases, the bottom case was cracked when the l-bracket attached. Review of the event history log showed occurrences of "primary audible alarm" and "acu watchdog" alarm messages. Functional testing was unable to duplicate the error messages. Visual inspection confirmed the cracked case and it was determined that impact was the cause of the damage. The bottom case was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump exhibited "primary audible alarm" and "acu watchdog failure" messages. It was also reported that the case was cracked. It is unknown if there was patient involvement, no adverse patient effects were reported.